Event description:
It was reported that the patient went into vf and the rhythm was not converted by the ICD due to low hv impedance. The patient was rescued by an emergency team and taken to the hospital. The patient's neurological status and prognosis was initially poor due to late resuscitation, but later it was reported the patient was doing better. X-ray of the lead revealed externalized conductor under the svc coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasions were found at 7cm to 7.5cm and 18.2cm to 18.5cm from the connector pin, consistent with friction to the ICD can. The reported noise problem could occur when the exposed metal of the sensing coil comes in contact with ICD can.